Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient underwent an open right colon resection procedure. The patient presented with bloody stool the day after the procedure. It cleared on its own within a few days. There was no excessive blood loss and no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.